Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, after connecting the left ventricular (lv) lead to the cardiac resynchronization therapy pacemaker (crt-p), high threshold measurements was noted on all cathodes.  It was noted that the only accessible vein was very big and therefore the physician chose an appropriate lv lead.  Initially the threshold was good on all polarities through the analyzer.  After connecting the lv lead to the device, high threshold measurements was noted on all polarities.  The lead was not used, and another lv lead was attempted.  It was noted that the replacement lead did not change the problem.  The device and lv leads could not be excluded regarding the problem and no other vein was available, therefore, the device and the replacement lead was not used.  It was decided to switch over to left bundle branch pacing with a his bundle lead, which was successfully implanted.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.